Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/17/2014 with the following findings: investigation could not be completed due to an unrelated issue. The pump powered on with a blank display screen. The display screen flex was observed to be defective. A test display performed within specification when installed in the returned pump. Unrelated to the complaint, a battery compartment crack was observed. No moisture was observed within the battery compartment. The returned battery cap was able to properly secure to the pump. No power issues were observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.